Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 94 mg/dl at the time of admission. The customer used food and was given glucagon shots to treat. The customer experienced symptoms such as a seizure and collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported that the low happened while they were using the recalled infusion sets. The insulin pump will not be returned for analysis.